Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we are reporting it to be complaint with 21 cfr part 803 and out of an abundance of caution. Conclusions - the bonding agent directions for use states, "roughen or grind enamel before application of ibond self etch. Etching/bonding is less effective on unground enamel." The dentist applied the bonding agent to the uncut enamel without roughening or grinding the surface prior to application. The composites came off due to this error in bonding. This complaint cannot be confirmed due to user error as the user failed to follow the method described in the bonding agent directions for proper usage. Due to the aforementioned reason, CAPA measures are not recommended.